Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string detached [device breakage]. Case description: consumer reported via e-mail that the tampon string detached. No injury reported.